Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. It was indicated that the patient was taking medication containing acetaminophen, which is off-label usage of the device. The patient stated that her cgm value was 85 mg/dl; however, she was having difficulty speaking and was taken to the emergency department (ed). On admission to the ed, her bg was 35 mg/dl and she was treated with fluids and dextrose via intravenous (IV) therapy and orange juice. Additionally, an electrocardiogram (ECG) was performed for an irregular heartrate to rule out a stroke. She reported that she had to calibrate her cgm a couple of times prior to the event because her cgm values had been 30 ¿ 40 points different than her bg values. At the time of contact, the patient was discharged home. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the zone c of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.